Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose in the range of 400mg/dl and customer alarmed for no delivery as well as battery out limit. Customer states the pump alarmed after battery change. Customer states the insulin exited. Customer treated high blood glucose with insulin shots. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.